Event description:
On (B)(6) 2010, a medtronic defibrillator was implanted inside the patient for a bad heart. Doctors said it will last 6 to 7 years. In 2012, the lead broke. Pt was brought to the hospital and the doctors turned off the device. After the device was turned off, the pt still got shocked from time to time at collar bone. The shock came down to the left arm and the arm cannot be moved for 5-6 seconds. The pt does not want another surgery for the removal of the device. The patient's lawyer wants him to file at FDA for a civil law suit.